Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the display screen on the insulin pump. Customer reported that the display screen does not show any color. Customer is legally blind and has a difficult time seeing the screen. Customer reported that he is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 30 to 300+ mg/dl. Customer did not complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.